Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is also unresponsive. The customer's blood glucose at the time was unknown. The customer mentioned that they are out of the country. The customer was advised that the device would need to be returned for analysis and replaced. The customer was also advised that the device would be replaced once she returns. Nothing is being replaced or returned at this time.